Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The analysis of the returned device noted pannus and calcification, which are known causes of stenosis and are addressed in the device risk management documents. Pannus and calcification are generally considered patient-related conditions.

Event description:
Medtronic received information that this bioprosthetic valved conduit exhibited progressive stenosis of the proximal end seven years post-implant, with increased gradients. It was also noted that there had been considerable somatic growth over the seven-year period, resulting in one of the leaflets adhering to the conduit wall. The conduit itself was adhered to the patient's sternum and had to be explanted in pieces. The device was successfully replaced with another valved conduit with no subsequent adverse patient effects reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, it was observed that four pieces of the valved conduit, including one excised leaflet, were received. The three conduit wall pieces showed evidence of cauterization. The excised leaflet appeared slightly desiccated. Glistening off-white pannus lined the inner lumen aspect of the conduit pieces. Radiography showed trace mineralization in two of the conduit wall pieces. (B)(4).